Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Battery is continuing to deplete at an accelerated rate. Battery voltage was 2.83 volts on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was suspected of accelerated battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in an integrated circuit. Analysis of the device memory showed battery depletion. Hybrid analysis confirmed the low battery voltage and found the hybrid to have high system current drain which was isolated to the capacitor c26 and capacitor c27 supplies. When the capacitors were overdriven at the same time it was noticed that all the current drain was in the capacitor c27 supply, indicating that the failure was within the circuitry of the l309 integrated circuit (ic). However, the failure mechanism within the ic was not determined. Analysis of the device memory showed battery voltage trend shows accelerated depletion, approximately 3 times expected rate. Most recent battery voltage was 2.86 volts on (B)(4) 2016.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory showed battery depletion. The analyst noted that the battery voltage trend shows accelerated depletion, approximately three times the expected rate. The most recent battery voltage was 2.86 volts on (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage had been dropping more than was anticipated over the past year. The battery estimate provided did not coincide with the actual battery voltage. The patient will continue to be monitored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.